Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device was unable to confirm the reported event. The overall condition of the device suggests moderate/heavy usage. A complaint database search did not identify a trend of the reported event. The root cause is attributed to product wear out due to the overall condition of the device, and the length of time in service. Based on the root cause of product wear out, corrective action is not needed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Screwdriver tip sticks on screws and is difficult to remove.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.